Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was confirmed. Upon investigation, the rear response button was not functional. As received, the rear response button flex pcb was pulled from j1005 on the pca board. The root cause of the pulled j1005 cable cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.